Event description:
It was initially reported that the ventilator did not cycle with no audible alarm while connected to a pt. The ventilator displayed 'apnea' when the reported problem occurred. In a follow-up call, the respiratory therapist reported a high peep alarm. It was also reported that the respiratory therapist was changing the settings around to get the ventilator to operate properly, and an incorrect pt circuit was connected to the ventilator. The pt had to be removed from the ventilator and bagged. No pt harm reported.